Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that the therapy pcb assembly would actually not have had the ability to deliver defibrillation therapy. Physio determined that the cause of the reported failure was due to a shorted capacitor, designator c106. The shorted capacitor caused a transistor (q18) to burn which then caused the event codes logged in the device.

Event description:
The customer reported that during testing, the defibrillation energy charge time was delayed and the device also had emitted smoke. The device had logged multiple event codes related to defibrillation energy. There was no patient use associated with the reported failure.